Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes, no patient consequence mentioned were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Not mentioned. Please provide the procedure name. Info not provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, while stitching the skin, the needle got detached from the suture. No adverse patient consequences were reported. Additional information was requested.